Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process.failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair.a review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number.the device was previously returned for service issues similar to the complaint or the service history.a complete quality notification review was not performed because the device was manufactured prior to july 1, 2004- the implementation date of the erp system. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 4052246 which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(6). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required.CAPA reference: ca-2018-0171the customer stated that there was no patient involvement.

Event description:
05/02/2018 11:42:11 (B)(6). Npi.05/11/2018 12:50:01 (B)(6). Est - mnr to mjr05/17/2018 08:14:06 (B)(6). Updated from mnr to mjr for the major repair needed per allan dulay, service tech. Repair approved by (B)(6) for $365. No change to the po#.05/21/2018 14:21:06 (B)(6). 1z9791540270356263

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service issues similar to the complaint or the service history. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004- the implementation date of the erp system. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Cracked hinge. Bezel assembly- lower hinge crack, iui- corrosion and case rear-cracked. There was no patient involvement. (B)(4). Shipping & billing addresses confirmed. Npi. (B)(4).